Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged 5 false positives occurred. There were 5 false positives. No patient impact was reported. The following information was provided by the initial reporter customer reporting 5 false positives on (B)(6) 2022. These were all gram stained and plated with no organism found.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged 5 false positives occurred. There were 5 false positives. No patient impact was reported. The following information was provided by the initial reporter customer reporting 5 false positives on 5/16/22. These were all gram stained and plated with no organism found.

Manufacturer narrative:
H.6 investigation summary: a complaint of "false positives" was received against instrument top bactec fx, material no: 441385, serial no: (B)(6). Incubation issues were identified and the coupler was replaced. This is a known issue, and the root cause of the false positives is related to the incubation failures caused by the coupler wearing out. There is an open corrective and preventative action (CAPA) related to this issue. Reference CAPA 2660061. This is a confirmed failure of a bd product. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on 4/23/2019. Samples were not received by quality for investigation and thus, returned material investigation could not occur. Service history review revealed two prior complaints related to this issue; one in november 2021 where the couplers were first replaced, and the other where the coupler tied to this case was replaced. Complaints for ¿results¿ issues which included "false positives" complaints are under statistical control for the month of may 2022. The upper control limit was not breached. Quality will continue to monitor the "false positives ¿complaints. No trends were identified. Per baltrmbactecinstraph revision 15, the error related to this complaint is considered user inconvenience, which is an s1; reference row ID 1.2c. No new risks or hazards were identified. H3 other text : see h.10.